Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with unexpected restart multiple times. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart alarms. The customer stated that the pump restarts and the display immediately comes back. There were also signal too low alarms found in the alarm history. The customer confirmed that the pump was not stored or not in use for an extended period of time, and that the pump alarmed shortly after inserting a new battery. The unexpected restart occurs with every battery change. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement and error tests. No alarms were noted. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.